Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending (lad) and proximal left circumflex (lcx) artery. A kissing balloon stenting procedure was performed. A 24x3.00 promus premier¿ stent was advanced into the lad, then the physician took another 24x3.00 promus premier¿ stent and advanced it into the lcx but failed to cross the lesion due to severe calcification. It was noted that the stent dislodged from the balloon at the lcx when the device was withdrawn from the patient. The physician snared the dislodged stent however it was unsuccessful. The stent was successfully retrieved with a non-bsc balloon catheter and removed the entire system as one unit. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the crimped stent was detached from the device and attached to a non-bsc catheter balloon. The balloon catheter and a second device was returned within a guide catheter. The complaint device stent was damaged and in appearance; appears to have received damage from the non-bsc catheter balloon and the tip of the guide catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending (lad) and proximal left circumflex (lcx) artery. A kissing balloon stenting procedure was performed. A 24x3.00 promus premier¿ stent was advanced into the lad, then the physician took another 24x3.00 promus premier¿ stent and advanced it into the lcx but failed to cross the lesion due to severe calcification. It was noted that the stent dislodged from the balloon at the lcx when the device was withdrawn from the patient. The physician snared the dislodged stent however it was unsuccessful. The stent was successfully retrieved with a non-bsc balloon catheter and removed the entire system as one unit. No patient complications were reported and the patients status was good.